Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic vaginal hysterectomy, the device had issues with sealing. When activated, end tones were heard but the device had not sealed the tissue. No patient injury occurred or medical intervention required.

Manufacturer narrative:
(B)(4). One used ls1037 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no anomalies. Mechanical testing confirmed that the jaws opened and closed normally using the handle. Additional testing was performed on porcine kidney tissue with multiple seals on vessels of various sizes, pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. A review of the device history records for this lot found no potentially contributing factors.